Event description:
As the surgeon began to perform the tur-bt using the machine; smoke came out of adapter where the cables were atttached. Two new cables were tried with the same results. The third set of cables worked without smoking. There was no injury to the pt.